Event description:
9/29/97 PICC catheter (size 3 french) hdc lot #1058a inserted by nurse clinician into left antecubital. Pt had x-ray confirmation of line tip in superior vena cava same day. On 12/6, the pt telephoned the branch to report the catheter was leaking. Rn sent to assess line found catheter had broken. No external catheter noted. Pt went to ER to have catheter removed. Catheter was removed successfully at hosp.